Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown surgery on an unknown date, it was observed that the lupine br w/orthcrd device broke during insertion. Another like device was used to complete the procedure with a delay of three minutes. All fragments were removed easily without additional intervention. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If informaton is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narraive: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. It was observed that the anchor was broken form the middle portion and the suture was not in place. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l76443, and no nonconformances were identified. The possible root cause can be related when an excessive force on the distal end of the anchor due to levering or twisting during insertion. As per IFU, do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. The lupine br anchor system requires application force (up to approximately 5 lbs.) To insert into the hole when properly aligned with the axis of the hole. If necessary, use a mallet to impact the proximal end of the inserter to implant the anchor. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 300 devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.